Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 580 mg/dl, vomiting, difficulty breathing, and a large ketone level identified as dangerous by healthcare provider. Reportedly, the customer was using apidra for insulin delivery. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.